Event description:
The report we received from our affiliate indicated that the patient was part of a clinical study. Approximately nine months post-implantation of cypher stents placed in the circumflex and the distal left anterior descending (lad) artery, follow-up coronary angiography (cag) was conducted and 100% diffused restenosis was observed inside the cypher implanted in the circumflex. There was a collateral branch observed running from the right coronary artery (rca). To treat the restenosis, a 3.0 x 28mm cypher was implanted inside the stent at 20atm. The stent was post-dilated with a 3.25mm (length unknown) balloon at 22atm. Also, 100% restenosis was observed from inside to the distal edge of the cypher in the distal lad. To treat this restenosis, balloon angioplasty was performed with a 2.0mm (length unknown) balloon at 18atm. The residual percent of stenosis of both lesions was 0%. The patient did not present chest pain. The physician indicated that the probable cause of these events might be due to the fact that the patient could easily get cardiovascular stenosis.

Manufacturer narrative:
The following is information regarding the index procedure: the patient had a 3.0 x 23 mm cypher and a 3.0 x 33mm cypher implanted at the rca without an overlap. These stents were part of the clinical study. Two days later, the patient had a 100% stenosis at the circumflex artery treated with a 1.5mm bar rotablator and a 3.0 x 33mm cypher stent implanted at 12atm. The residual percent of stenosis was 25%. Then, a 75% stenosis at the distal lad was treated with a 2.5 x 28mm cypher at 15atm by direct stenting. The residual percent of stenosis was 0%. Less than a month later, the patient had a de novo 75% stenosis at the distal left circumflex and the postero-lateral branch, which was treated with a 2.5 x 28mm cypher at 20atm by direct stenting. Another 2.5 x 28mm cypher was implanted at 16atm at the postero-lateral branch by crush stent technique. The residual percent of stenosis was 0%. Five days later, there was 75% stenosis at the lad, which was treated with a rotablator was conducted. Two 3.0 x 33mm cypher stents were implanted at 14atm. These stents were not overlapping with the one implanted at the circumflex, however, one was overlapping with the one at the lad. The residual % of stenosis was 0%. Additional information will be submitted within 30 days from receipt. This is one of two products used in the same patient and reported under manufacturing report number 9616099-2006-00936.